Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated upon examination of the patient, their bite is not articulating correctly which is exacerbating their tmj symptoms. I strongly recommend the patient to stop their aligner treatment until a full orthodontic evaluation can be completed. This is a contraindicated patient.